Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13559. It was reported that the right ventricular lead exhibited a capture anomaly. The lead was capped and replaced on (B)(6) 2020. The pacemaker was also explanted and replaced for unknown reasons. The patient condition was unknown.

Event description:
New information notes the pacemaker was explanted for premature battery depletion. The lead exhibited insulation damage that led to high capture thresholds. The patient was asymptomatic and was stable throughout the procedure.